Event description:
Customer reported that while running an htlv I/ii assay, summit sample handler did not dispense reagent in row a and in order wells on this plate and no error code was generated. A field service engineer was dispatched who noted fluid on the plate rather than in the wells. The engineer was unable to reproduce the problem. The instrument barcode reader was re-aligned and operational checks were performed. No death or serious injury resulted from this incident.